Manufacturer narrative:
The device was not returned for analysis; therefore, no definitive conclusion can be drawn regarding the clinical observation. However, the device is pending return. Upon receipt of the device a supplemental report will be filed.

Event description:
Medtronic received information of an echelon catheter was found leaked during the treatment for vasospasm. The catheter did not fail inside the patient. There was no complication associated with this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.